Event description:
Promus element china. It was reported that unstable angina pectoris occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion #1 was located in the middle left anterior descending artery extending up to distal left anterior descending artery with 90% stenosis and was 36 mm long, with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm promus element plus stent with residual stenosis of 0%. The target lesion #2 was located in the proximal left anterior descending artery with 80 % stenosis and was 26 mm long, with a reference vessel diameter of 3.0 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50 mm x 28 mm promus element plus stent with residual stenosis of 0%. Six days after the procedure, the patient was discharged on aspirin and clopidogrel. The patient was returned for staged procedure on the same month. The target lesion #1 for staged procedure was located in the proximal right coronary artery with 80 % stenosis and was 24 mm long, with a reference vessel diameter of 4.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 4.00 mm x 28 mm promus element plus stent with residual stenosis of 0%. In november 2014, the patient was discharged. In (B)(6) 2019, patient was diagnosed with unstable angina pectoris and was hospitalized on the same day. Angiography without revascularization was performed to treat the event. Eight days later, the event was considered to be recovered/ resolved and the patient was discharged. The physician considered the event only related to the 3.00 mm x 38 mm promus element plus stent. It was further reported that in (B)(6) 2014, the patient was discharged with aspirin and clopidogrel. In (B)(6) 2019, the patient underwent angiography to find restenosis without surgery and confirmed as in-stent restenosis occurred. The proximal segment was 60% stenosis, the distal segment was diffuse lesion and the heaviest segment was 70 % stenosis. And hence the occurrence of stent restenosis was studied and correlated with the device. The event was treated medically.

Manufacturer narrative:
Device is combination product. Age at time of event: (B)(6) years.

Event description:
(B)(6) clinical study. It was reported that unstable angina pectoris disease occured. In (B)(6) 2014, the patient was enrolled into (B)(6) study and index procedure was performed on the same day. The target lesion #1 was located in the middle left anterior descending artery (cass site # 13) extending up to distal left anterior descending artery(cass site # 14) with 90 % stenosis and was 36 mm long, with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm promus element plus stent with residual stenosis of 0%. The target lesion #2 was located in the proximal left anterior descending artery (cass site # 12) with 80 % stenosis and was 26 mm long, with a reference vessel diameter of 3.0 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50 mm x 28 mm promus element plus stent with residual stenosis of 0%. Four days later, the patient was discharged on aspirin and clopidogrel. The patient was returned for staged procedure on the same month. The target lesion #1 for staged procedure was located in the proximal right coronary artery (cass site # 1) with 80 % stenosis and was 24 mm long, with a reference vessel diameter of 4.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 4.00 mm x 28 mm promus element plus stent with residual stenosis of 0%. On (B)(6) 2014, the patient was discharged. In (B)(6) 2019, patient was diagnosed with unstable angina pectoris and was hospitalized on the same day. Angiography without revascularization was performed to treat the event. Eight days later, the event was considered to be recovered/ resolved and the patient was discharged on the same day. The physician considered the event only related to the 3.00 mm x 38 mm promus element plus stent.